Manufacturer narrative:
Two single fluoroscopy loops were reviewed by a boston scientific (bsc) medical safety director. The first fluoroscopy clip showed a deployed watchman laa closure device still attached to the core wire. There was no core wire bias, however, contrast injection through the sheath showed potential shoulder on one side of the closure device. The second fluoroscopy clip showed the dislodged closure device. Due to lack of contrast injection, it was difficult to determine the exact location of the closure device.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 33mm watchman closure device was being implanted. During the procedure, the closure device dislodged. The closure device was then explanted from the patient. No further complications were reported. It was further reported that the closure device embolized to the principal artery, completely losing contact with the laa less than a minute following release. The closure device was retrieved via the femoral artery using a grasper. The procedure was successfully completed with a new closure device and the patient was discharged home following the procedure.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 33mm watchman closure device was being implanted. During the procedure, the closure device dislodged. The closure device was then explanted from the patient. No further complications were reported. It was further reported that the closure device embolized to the principal artery, completely losing contact with the laa less than a minute following release. The closure device was retrieved via the femoral artery using a grasper. The procedure was successfully completed with a new closure device and the patient was discharged home following the procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman delivery system (wds) with the implant detached outside the sheath, and blood in the device. Analysis of the device included microscopic and visual examination. Inspection of the hub, sheath, tip, core wire and implant found numerous kinks in the sheath. There was tip damage as there were abrasions on the distal end of the sheath, the tip was slightly flattened, and the tri-cuts were flared. The implant had kinked and stretched tines, and the fabric was torn. The tip damage is consistent with deploying the implant, and fully recapturing past the anchors in the anatomy. The implant damage is consistent with grasping the device. There was no other damage or defect found on the remainder of the device.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 33mm watchman closure device was being implanted. During the procedure, the closure device dislodged. The closure device was then explanted from the patient. No further complications were reported.